Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration functional during a procedure. The product was replaced and issue persisted. The procedure was cancelled. No patient harm reported.

Manufacturer narrative:
(B)(4). Sample #1 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle) was removed the probe was able to actuation. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face, white foreign material along the needle, and the needle slightly bent. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and non-conforming for cut. Sample #2 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the cutter. A video has been reviewed by the manufacturing site. The functional state of the probe is unclear from the video. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that both returned probes had cut failures, and also indicated that sample #1 had an actuation failure. The cause of the cut failure in both samples is the gouges on the cutting edge of the inner cutters of the probe. A damaged cutting edge will decrease the quality of cut performed by the probe. How and when the cutting edge of the inner cutter of the probe was damaged cannot be determine from the evaluation. The exact root cause of the actuation failure in sample #1 cannot be determined from the evaluation performed. An exact root cause for the cut and actuation failures was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).